Event description:
Last remote follow-up occured on (B)(6) 2013. On (B)(6) 2014, a follow-up was performed with programmer. Physician identified a lead issue: he expected this would have triggered a remote follow-up, which was not the case. Preliminary analysis confirmed an issue at ventricular side was visible from follow-up data: in episodes from (B)(6) 2013; (non sustained). First sustained episode (B)(6). In lead impedance curve from beginning (B)(6). However, no warning was displayed most probably because warning conditions were not met.

Event description:
Last remote follow-up occured on (B)(4) 2013. On (B)(4) 2014, a follow-up was performed with programmer. Physician identified a lead issue: he expected this would have triggered a remote follow-up, which was not the case. Preliminary analysis confirmed an issue at ventricular side was visible from follow-up data: in episodes from (B)(4) 2013; (non sustained). First sustained episode (B)(4).. In lead impedance curve from beginning december. However, no warning was displayed most probably because warning conditions were not met.

Manufacturer narrative:
(B)(4).